Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found the atmospheric pressure was not displaying in the pneumatic screen, and unit would not take calibration. To fix the issue, the fse replaced the drive fold manifold assembly and performed transducer calibrations. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) atmospheric pressure not showing in pneumatic's screen. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6, h10.

Event description:
N/a.